Event description:
The customer states she obtained back to back results on her meter of hi and 222 mg/dl. No adverse event or medical intervention for these results. The customer states she does not adjust insulin dosage based upon meter readings. Return requested and replacement was sent.